Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the ureter during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the ureter was perforated while passing the access sheath. In the physician¿s assessment, the navigator hd did not cause or contribute to the perforation but it's a risk inherent in passing any access sheath. It was confirmed that there was no malfunction/deficiency of the device. The stent was placed to treat the perforation. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.